Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Annex b: b21; annex c: c21; annex d: d16. Annex a: a0709; annex g: g0301204; annex b: b01; annex c: c02; annex d: d02. Root cause: each of these identified causes interact to affect the lvp pressure system operation. System design: the calculations specified by the design and implemented in software using the upper (bottle) transducer voltage value to derive the lower (patient) transducer occlusion detection threshold induces error in the threshold determination due to variation in the disposable. The system design assumes that the difference between the upper and lower transducer voltage will be a constant from set to set; the set to set response is variable. Disposable and calibration set variation - the variation from the disposable set at the bottle transducer voltage is approximately 0.6 volts, which represents 4.68 psi at the nominal gain of 0.1281 volts/psi. This variation alone consumes almost all of the +/- 2.5 psi specification window. With a new set, the average bottle transducer voltage relaxation can account for up to 0.514 volts, or 4 psi, depending on how long the set has been installed. Transducer to platen gap: the increases in the bottle transducer voltage due to the reduced gap magnifies the system design effects as the bottle transducer voltage is used to derive the patient side occlusion threshold. Wait time before occlusion insertion during pso testing can produce pso at lower threshold voltages, thereby lowering the psi measurement at occlusion. This effect is magnified when a new, unrelaxed set is used. This report lists imdrf annex a0709, c02, d02, g0301204, codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.